Event description:
It was reported a piccline instituted on (B)(6) 2024 on a palliative patient. This is the second piccline on this patient. Has previously also had a hole in piccline. The hole is at the insertion point on the patient. Additional information 6/21: this is a terminal ill patient that has to have a 3rd IV access. The patient will receive a new IV access due to this failure. No exposure to blood or bodily fluids. This report addresses the second device.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak is confirmed and was determined to be use related. One 4fr sl powerpicc solo catheter was returned for evaluation. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product sample was evaluated and a split was observed where the catheter connects to the suture wing. The catheter split contained physical features associated with material fatigue, and the characteristics observed which supported this type of failure included: ¿ damage which was circumferentially aligned. ¿ fracture edges which were rounded and polished due to repeated material wear. ¿ overall elliptical shape to the fracture cross-section (a result of repeated kinking of the tubing). An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. The damage location suggested that catheter securement, access and maintenance techniques may have contributed. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported a piccline instituted on (B)(6) 2024 on a palliative patient. This is the second piccline on this patient. Has previously also had a hole in piccline. The hole is at the insertion point on the patient. Additional information 6/21 this is a terminal ill patient that has to have a 3rd IV access. The patient will receive a new IV access due to this failure. No exposure to blood or bodily fluids. This report addresses the second device.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.